Manufacturer narrative:
Sections d9 and h3 were updated. The customer's strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results, and no strip defects were observed. The product performed within specification. No product problem was identified.

Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from accuchek inform ii meter serial number (B)(6). At 5:24 a.m., the meter result was 186 mg/dl. At 7:17 a.m., the meter result was 148 mg/dl. At 7:54 a.m., the meter result was 426 mg/dl. At 7:56 a.m., the meter result was hi (>600 mg/dl). At 8:16 a.m., the meter result was 198 mg/dl using a new vial of testing strips. The result of 198 mg/dl was deemed correct.